Manufacturer narrative:
Final analysis found the pulse generator exhibited no output and no telemetry due to low battery voltage. Battery depletion had occurred as a result of high current drain due to the hybrid circuit exhibiting anomalous behavior. The hybrid circuit reverted to normal functionality during testing and the cause could not be determined.

Event description:
It was reported that the pulse generator could not be interrogated. Additional testing suggested that the devices battery had depleted prematurely. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.